Event description:
After insertion of catheter and inflation of balloon with 10cc sterile water, balloon could not be drained or deflated. Surgeon had to do a transvaginal rupture to deflate and drain.